Manufacturer narrative:
Common device name:unomedical nelaton catheter. Procode: gbm. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "dirt on catheter". Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1266041 and manufacturing lot #1f01059 in c2 in june 2021 in amount 45 000 pcs on packaging machine p010. Packaging of products was run according to g905703 ver. 68.0 the catheters were assembled under subassembly lot # 1f01024 in june 2021 on machine a095. During production of this lot, catheters were inspected according to g905500 v. 45.0 and results were recorded into the g905500 v. 45.0 attachment 2: section 5.11 subsection 4: foreign bodies in/on tube are not allowed; 100% inspection is carried out as part of in process control. During production of catheters was use tube 1337683 lots 1e04142. Tubes were manufactured in june 2021 on machine e034 according to process instruction g905450 ver. 35.0. No other complaint was received on the lot. Five other similar complaints were received on the same issue with dirty on catheter: (B)(4) all these complaints were received from the same customer. A photo and 11 samples have been received to the complaints , which were evaluated in accordance with wi-0359. Impurities are visible on the received samples, which cannot be removed from the tube. Customer cannot specify from which our lot the samples came from. The exact number of defective catheters could not have been specified too. This issue was investigated deeply with event (B)(4). Rci has been closed with following conclusion: ¿investigation team conclude that source of dirt on catheter did not cause in production process in convatec michalovce. There is a high probability that source of dirt is from touch of catheter and printed foil during sterilization of custom procedural tray. Also, dirt is placed on the catheter right in the area of touch with pictogram that is placed on customer pouch and it is always across this area. This assumption support also that uno female catheter is high-runner product which is shipped to several other customers. At least 2 years we didn¿t receive any complaints from other customers where this product have been shipped to. In our production is 100% visual check after assembly on catheter automate and never have seen this kind of nonconformity on product.¿ should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.